Event description:
During a crtd implant procedure using a peel away introducer, an air emboli was noted on fluoroscopy. The right ventricular lead was inserted and a ¿hiss¿ sound was heard by the physician and an air emboli was noted on fluoroscopy. The patient was asymptomatic and the procedure was completed with additional leads implanted. Post procedure, the air embolism was no longer visible on fluoroscopy. The patient was transferred from the procedure room stable with no issues occurring post procedure. There was no performance issues with the sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air embolism may be procedure related.